Manufacturer narrative:
Evaluation summary: the analysis results found that the blade was returned with the blade scratched, gouged and craced . Due to the damage to the blade, it was confirmed that the device was non-functional. The hand-activated buttons were tested andd functioned properly. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: scratches on the blade my lead to premature blade failure".

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device had an error. Case was completed with a same like device. No patient consequence. The product will be returned.